Manufacturer narrative:
Insulin pump passed the functional testing; including the operating currents measurement, self-test a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip, missing end cap sticker, minor scratched and cracked display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 440mg/dl at the time of the incident. Customer stated they have not treated for high blood glucose but will with injection. Customer stated they woke up with missing pieces from insulin pump and stated that the insulin pump was broken in the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.